Event description:
During a percutaneous coronary intervention, it was reported that while the 2.5 x 33mm cypher select plus stent delivery system was on the steerable guide wire it broke off and stuck to the steerable guide wire upon pull out. The guiding catheter, wire and stent delivery system were all safely removed from the pt and the procedure was completed with a xience stent. There was no reported pt injury. The pt's medications include aspirin, heparin, and plavix.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.